Event description:
Reporter alleged blood glucose results measured hi, 232, 177, & 144 mg/dl when all tests were performed within 4 minutes. Customer stated taking normal medications and as a result of the comparison. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.